Event description:
Info received indicates the right head siderail center arm is broken, preventing the siderail from latching.

Manufacturer narrative:
The siderail center arm was replaced to repair the bed.